Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at roughly 0.356" from the base. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the generator prompted a warning of "high pressure, please change the instrument." After the harmonic ace was taken out from the system, one side of the tip dropped on the table. There was no fragment that fell into the patient. No fragment fell inside. The customer proceeded with the case using a spare instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment fall into the patient and no post-surgical complications. In the event that a fragment fell into the patient, the fragment would be removed during the same procedure.